Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose this morning and yesterday was in the 40's mg/dl. The customer reported that the insulin pump was not working. The customer treated their low blood glucose with glass of milk. It also stated that customer was not able to troubleshoot for low blood glucose due to battery connection issue. The customer stated that belt clip was broken and customer changed battery and removed battery cap but a yellow piece fell out. The insulin pump will not be returned for analysis.